Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (10mg/ml at 1.2mg) via an implantable pump for non-malignant pain. It was reported that the physician physically examined the patient and noticed that the pump was loose in pocket. There was none factors that have le to the issue. To resolve the issue, the physician moved the pump toward the middle of the abdomen.  The issue was resolved, the patient status was alive no injury at time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (10mg/ml at 1.2mg) via an implantable pump for non-malignant pain. It was reported that the physician physically examined the patient and noticed that the pump was loose in pocket. There was none factors that have le to the issue. To resolve the issue, the physician moved the pump toward the middle of the abdomen.  The issue was resolved, the patient status was alive no injury at time of this report.